Event description:
On (B)(6) 2003, the pt was implanted with an scs system. The pt uses a cycle program with his ipg. On (B)(6) 2010, the pt started experiencing intermittent stimulation and by (B)(6) 2010 had lost stimulation completely. He tried to communicate with the programmer but could not and received the error "no telemetry". On (B)(6) 2010, the pt was still without stimulation and was on the waiting list at the va for a surgical revision.

Manufacturer narrative:
The model number of the pts device is unk so the device history and sterilization records could not be reviewed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.